Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and loose motion. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, discontinued), meropenem injection (1gm, once daily, discontinued) and heparin injection (1/2ml, per bag, intraperitoneal, discontinued) for peritonitis. A day after the event onset, the patient was discharged. At the time of this report, the patient has recovered from the events. On an unknown date, pd therapy was discontinued. No additional information is available.